Manufacturer narrative:
The event reportedly occurred on an unknown date between (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate device had particulate matter. The device was ¿activated upon return with liquid left in it¿ and a ¿black speck¿ was observed in the medication vial upon activation. The vial-mate was attached to a meropenem vial. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, grey particulate matter was observed in the solution bag. Functional testing was performed on the device and no defects were observed. The reported condition was verified; however, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.